Event description:
It was reported that an ilet user experienced fluctuating blood glucose with recurrent highs and lows after switching from u-100 to u-200 insulin, performing a full reset, and independently changing the ilet target; the user also routinely treated glucose values near 90 mg/dl with oral glucose and was advised previously not to announce low-carbohydrate meals. Symptoms included low glucose and high glucose. Outcomes included troubleshooting and education, as well as scheduling of additional training. Investigation included review of device data and user reports, along with counseling on target settings, food announcements, and system learning after a reset. Investigation of this case revealed that user-driven factors, including target changes without clinical guidance, frequent glucose intake to avoid values below 90 mg/dl, low carbohydrate non-announcement, and a recent reset requiring a relearning period, likely contributed to perceived dysglycemia despite in-range system reports. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.